Manufacturer narrative:
Claim#:(B)(4).

Event description:
A facility representative reported that a doctor's patient developed a subcapsular cataract after an implantable collamer lens (icl) implantation procedure. Additional information was requested. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted.